Manufacturer narrative:
Additional information was received on 9/3/2019. The lot and serial numbers have been updated and populated. Additionally, the device was implanted on (B)(6) 2011. D6 has been populated with the proper value. The investigation of the returned device was completed by the failure analysis lab on 9/30/2019. Device evaluation summary: according with the information reported the patient experienced rupture and capsular contracture. During analysis of the device it was observed to be ruptured, within the rupture a crease was noted. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Additional information was received and confirmed that a capsuletomy was performed, the same devices were explanted and placed back into the patient. No new mentor implants were used. As indicated in the product insert data sheet (pids), do not re-use or resterilize any product that has been previously implanted. Breast implants are intended for single use only. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with 600cc mentor memorygel breast implants experienced right sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. A capsulectomy was performed on (B)(6) 2018 and the same implants were placed back in the back inside the patient. On (B)(6) 2019 the devices were explanted and bilateral rupture was noted. This report relates to the right prosthesis. See 1645337-2019-18146 for contralateral prosthesis report.